Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). The patient¿s pump volume was 3.1 ccs when the patient¿s symptoms began. They interrogated the pump, and the appropriate amount was left in the pump from the last fill date. The hcp was unsure of the cause of the patient¿s symptoms. The hcp reminded the patient about listening for an alarm and talked about the possibility of replacing the pump. The alarm went off ¿later that week¿ (from the refill appointment in (B)(6) 2016); the battery was low.

Manufacturer narrative:
Concomitant product(s): product ID: 8703w, lot# l38191, implanted: (B)(6) 1996, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine sulfate (lot number: 160122wn-113635, concentration: 25 mg/ml) at 11.995 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. At a refill appointment in (B)(6) of 2016 the patient had mentioned that he can notice when the pump is going low because it makes him feel kind of like he is going through withdrawals. On (B)(6) 2016 the patient had increased pain, anxiety, and possible withdrawal type symptoms and presented to an emergency room at a hospital in (B)(6). The patient was being treated for withdrawals. The pump was not alarming. The patient's symptoms were due to the battery being out. The patient was alive with no injury and the increased pain and withdrawal symptoms have been resolved. A new pump was ordered and the patient's pump would be replaced. The patient's medical history includes post laminectomy syndrome and allergies to myocins. The patient's concomitant medications include colace, zoloft, and elavil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.